Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The returned pump was interrogated and as per the logs baclofen with concentration 800.0 mcg/ml was being administered at a dose rate of 500.78 mcg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer marked for disposal only regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and post spinal cord injury. No patient symptom was reported. No complications have been reported as a result of this event.